Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient thought she had missed her fill date but was not sure exactly what the fill date was. The patient did not hear any alarms and had to go to the emergency room (ER) due to withdrawal. The patient was to follow up with the hcp. It was reported last week the doctor and his wife were on vacation out of the country. The patient had contacted the clinic to get back to her but had not yet heard from anyone. It was noted the change in therapy/symptoms was gradual. The patient thought that the pump went dry and due to that went through withdrawals. On (B)(6) 2019 or (B)(6) 2019 the patient began shaking very badly and had such severe pain. The patient¿s husband took her to the ER and she was there for a really long time and all they did was send her back home. By (B)(6) 2019 or (B)(6) 2019 the pain had gone into her bones and into her lower back and into the her bad leg which was the right leg and into her right toes. It was noted it felt ¿like a numbing pain like "icy cold" like a really bad painful tingle, like when you sit on your leg or foot wrong and it goes numb like when your at the dentist and then when stuff starts waking back up, you have that painful tingling, only this was severe and the worst pain she has ever felt.¿ on (B)(6) 2019 the patient went in and had the pump filled and they increased the medication to ¿3. Something¿ and now since then had been feeling nauseous and thought the medication was ¿too high¿ going from no medication in the pump to increased medication during the fill. The event date was (B)(6) 2019 or (B)(6) 2019. It was also reported the patient had oxycodone 10 mg oral 3-4x/day as needed. The patient had this for backup in case she needed it but did not take it every day. No further complications were reported or anticipated.